Event description:
Note: the date of event is unk. In 2008, it was reported to boston scientific corp that an injection gold probe bipolar catheter was used in an esophagogastroduodenoscopy (edg) procedure (pt age, gender and weight unk). According to the complainant, "the tip came off" of the device; however, the procedure was completed with the device. At the conclusion of the procedure, the pt's condition was reported as "fine".

Manufacturer narrative:
The device has not been returned. A device analysis cannot be performed; therefore, the relationship between the device and the reported event is undetermined. A search of the complaint database revealed that one add'l complaint has been reported for the same lot for the same failure mode. The dec 2007 15-month injection gold probe hemostasis catheter prod family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.